Event description:
It was reported, during preparation for use for a right salpingectomy therapeutic procedure the rigid video scope had a reddish image overall. The procedure was completed with similar device. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation, and since the initially reported malfunction was not reproduced, a root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.